Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported evaluating the power system of the device. The customer reporting using a non-vyaire internal battery pack on the device, which our technical support group felt could of contributed to this event. The device warranty shall be void and shall not apply if the device is used with accessories or parts not manufactured by vyaire. The device was not maintained in accordance with the prescribed schedule of maintenance and service according to the product service manual (B)(4), as it relates to the internal batteries.

Event description:
The customer reported the internal battery fuse was "burning" out on startup of the device. The customer stated no patient issue was associated with this event.